Manufacturer narrative:
(B)(4). D10. Cer option type 1 tpr sleve -3; item number# 650-1065; lot number# 980920. Taperloc stem; item number# 14-13200; lot number# 604300. 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell; item number# 00875200832; lot number# 630203144. Screws plus rings; item number# unknown; lot number# unknown; qty: 2. 10 hole plate; item number# unknown; lot number# unknown. Screws; item number# unknown; lot number# unknown; qty: 7. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 5-months post implantation due to dislocation and noted the patient has been falling due to unknown cause. During the revision it was noted the acetabulum was loose, synovitis, screw fractures and significant damage to the bone structures of the pelvis with the entire posterior-superior roof is virtually absent and fragmented. The shell, liner, head, taper adapter, plate, screws, and zimmer frame are exchanged with competitor acetabular construct and allograft. It was confirmed that no further information could be provided.